Manufacturer narrative:
The investigation is ongoing and the results will be provided in a supplemental report.

Event description:
It was reported that the 4mm allen key supplied with the mets total femoral replacement implant, did not fit in the reattachment screws. The allen key appeared to be too large for the screws. A different manufacturer's kit had to be used to insert the reattachment screws. There was a 10 minute delay to the surgery, however there was no patient injury reported. (B)(4).